Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked product was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of cracked product was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked product based on photos only. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes it leaked. The following information was provided by the initial reporter. The customer stated: "defect; bleeding from the bottom of the tube".